Event description:
It was reported patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2013. During the procedure, the thread screw would not seat all the way on the screwdriver and then fractured while the doctor attempted to insert the screw into the tunnel. As a result, the procedure was completed with competitor screws and there was a 30 minute delay to the procedure.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the device experienced excessive force, causing the breakage.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "do not use excessive force when inserting the resorbable interference screw. Excessive force (i.e., long, hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, dilate or tap in hard bone." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.